Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was high and they treated with manual injections. The customer was assisted with troubleshoot and customer stated the display did not return. They also had heart issues. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All operating currents are within specification. No unexpected blank display noted. Device functioned properly. (B)(4).